Event description:
Customer returned holders were tested for disengagement torque. Samples were within mfg specifications. Retention samples were tested for spin-out on lots shipped since november 97. Test was performed using one needle per holder, 10 tubes per needle out of eight lots tested, a minimum of two holders per lot, no failures were detected. Customer returns tested for spin-out using ten tubes per needle, one needle per holder. Out of forty-five samples tested- one needle disengaged from holder. Add'l needles tested on this holder did not fail; however add'l holders tested with the same needle/holder combination repeatedly failed. Examination of the needle threads showed damage to the thread to be the cause of failure. Failures were also duplicated by applying excessive force when engaging the needle to the holder. Damage to the threads appeared to occur only on a few hubs. Comments: the failure rate is not consistent and is user-dependant. Normal user technique (torque applied) to thread a needle into the safety-gard holder may cause damage to hub threads resulting in spin out of needle from the holder. As the torque force used to thread the needle increases, the more likely the needle is to spin out. An increase rate of complaints for needle spin out was noticed prior to january, prompting a medical risk assessment for the pts and healthcare workers, co's customers. Although no injuries were reported at this time, it was determined there was some medical risk due to a potential needlestick injury from an exposed sharp. It was decided a class ii product recall would be initiated, and all forthcoming similar reports on safety-gard holder spin-outs would be reported through the medwatch reporting system.